Event description:
Home patient (hp) reports pt line of homechoice set was not priming completely. Hp reports hp was unable to reprime line and had to restart with new supplies to complete treatment hp reports no pt injury or medical intervention required.